Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision. The patient was found to have c. Diff. Colitis due to a previous infection. It was noted that this right ventricular (rv) lead was previously taken out of service, but remained abandoned at the time of infection and system revision. The patient had a check last week; the patient had c. Diff. Colitis but no urinary tract infection (uti). There were no additional adverse effects reported.